Event description:
The manufacturer was contacted in reference to the dreamstation auto bipap device. The patient has alleged to device is smoking. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 03/05/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the bipap device was smoking waking the patient up. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. The manufacturer concludes there was secondary findings were observed as 32 errors were logged. Pil observed one of the flip doors was missing. Dust-like contamination was observed on the front panel, top enclosure, rear panel and in the blower box. An unknown damage was observed on the top enclosure underneath the control panel and on the bottom enclosure. An unknown brownish black contamination on the top enclosure in the modem compartment, underneath the flip door, in the air inlet, on the rear panel, on the interior side of the top enclosure, front panel, on the blower cap/blower box, and in the bottom enclosure. No smoke was observed, so pil is unable to confirm the complaint. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.